Manufacturer narrative:
Additional information was received on (B)(6) 2024 stating that the rv catheter was a competitor's catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and patient experienced a cardiac tamponade treated with a pericardiocentesis. Atrial septal puncture was performed with rf needle. Ablation was performed prior to the cardiac tamponade identified. Steam pop was not observed. The procedure was completed after echocardiographic confirmation of the absence of the pericardial effusion. Then, after returning to the ward, the patient's blood pressure was decreased. Pericardiocentesis was performed. The physician believed that it may have been caused by the rv catheter because of the pooling of venous blood. No abnormalities observed prior to or during use of the product.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot: 31179838l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).